Event description:
From staff: we opened a 23mm inspiris aortic valve to be implanted into a patient. When it was opened, we noticed that the material holding the valve to the skirt seemed to be fraying and coming apart in a couple of places. We immediately got rid of it and opened a new one. It was opened onto the sterile field but was never actually implanted into the patient. Manufacturer response for edwards inspiris resilia aortic valve, (brand not provided) (per site reporter). [Redacted name] was provided the device at the time of the event. [Redacted name]. [Redacted e-mail account]. [Redacted phone#].